Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing longer charging time while attempting to recharge the system ipg. The pt also reported her stimulation shuts off by itself. A full parameter diagnostics indicated normal impedance values on all contact. In order to resolve the issue, a replacement charging system has been sent to the pt. No further info is available at this time.